Event description:
On (B)(6) 2019, the patient underwent both tevar and evar. During the procedure, a 24fr gore® dryseal flex introducer sheath was inserted from the right common femoral artery. It was noted a slight resistance during the insertion of the sheath. However, the procedure was continued. After stent grafts were implanted, the sheath was removed. Procedural angiography was performed and it showed a dissection in the right external iliac artery. A boston scientific epic vascular stent was placed to repair the dissection. No further issues were observed, and the patient tolerated the procedure. It was reported that the patient¿s right external iliac artery was thin and weak.